Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the power switch was a previous version.

Event description:
A user facility reported to olympus that the power button collapsed and the switch could not be used. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the date of manufacture (april 18, 2013), it likely that the power switch was damaged because the operating force used and the frequency of use exceeded the original switch design. The product was a product prior to countermeasures implemented due to a change in the power switch design. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.